Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the exact date of the procedure cannot be confirmed. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact date of the procedure cannot be confirmed; however, it was reported to be either (B)(6) 2020 or (B)(6) 2020. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as the exact date of the procedure cannot be confirmed. Block h6: device code 1074 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found no damages to the device. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated; however, the balloon would not hold pressure and was leaking due to a pinhole on the body of the balloon. This failure is likely due to factors or conditions related to procedure, such as the manner in which the device was handled and manipulated, technique used by the physician, the interaction between the scope and the balloon, and normal procedural difficulties encountered during the procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact date of the procedure cannot be confirmed; however, it was reported to be either (B)(6) 2020 or (B)(6), 2020. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.